Event description:
It was reported that the wire at the socket connecting to the column of the subject device was stripped. The issue occurred during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure due to cut on cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.